Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device displayed an electronic error repeatedly despite changing the battery several times. The patient was admitted to hospital due to elevated blood glucose levels. The customer is visually impaired and wasn't able to give herself injections.